Event description:
Customer reports an electric shock while scanning their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. A valid serial number has not been provided at this time. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device manufacturer date for the reported sensor is unknown. The date entered in section device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.